Event description:
The laparoscope was placed on the drape and burned the outer and under drape (not the light cord) but did not reach patient's skin. The light cord was turned off as soon as rn noticed. It was removed from patient and placed down. Manufacturer response for laparoscope, storz (per site reporter) the on-site storz representative has been made aware of the event and has stated that there have been no design changes to the device.